Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the alarm was that the pump was in stopped mode, but had since been turned off with the code. The patient had no symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving baclofen 500 mcg/ml at 3 mcg/day via an implantable infusion pump for intractable spasticity. It was reported the patient was very sensitive to baclofen and when the dose was too high the patient's "gut shut down." The reporter stated the patient was on minimum rate mode due to this and now they were refilling the pump with a lower drug concentration and decreasing the dose. They realized they still had to consider the higher drug concentration. It was unknown if this was a sudden or gradual change in therapy/symptoms. It was noted the pump was programmed to min rate mode. The reporter was to follow up with the hcp. It was discussed to either remove system contents or leave at minimum rate mode calculating the hours to clear the 500 mcg/ml drug. It was decided to leave the pump programmed at minimum rate mode and bring the patient back when the 500 mcg/ml concentration was infused. It was questioned if they should put a wrist band on the patient to make sure other hcp's know the situation. It was discussed that this was a medical decision. The event date was unknown. Additional information was received that the patient has other sensitivities, which caused the patient's "gut to shutdown." It was unknown what diagnostics were performed related to the patient's sensitivity to baclofen and other symptoms.

Event description:
Additional information was received from a consumer on 2017-apr-24. It was reported that the patient did not have the pump anymore. It was indicated that the same and similar information was repeated from the report on 2016-jul-06 of the patient being very sensitive to baclofen when the dosing was high shut the patient¿s gut down, the patient was on minimum rate mode and refilled with lower drug concentration and decreased the dose. Same and similar information from the report on (B)(6) 2016 where the hcp stopped the pump because they felt it wasn¿t benefitting the patient, the pump was alarming from the 48 hour stop mode, and minimum rate mode to help the patient because higher doses were causing the patient symptoms was also repeated. It was reported that in (B)(6) of 2016 the machine was taken out and that it ¿almost killed¿ the patient because the patient was sensitive to the baclofen and that was the reason for removal. It was noted that it created months and months of ¿issues¿ after it was removed that were still going on because it made the airway obstructed or ¿something became floppy/sloppy¿ and they had to go in and have it trimmed/fixed. It was stated that it was a mess for the patient and didn¿t work for the patient. It was indicated that at the beginning point they should have done it long ago because the patient¿s tone was nice and it was really a shame that the patient¿s gut reacted the way it did. It was noted that it was an emergency removal and they had to get a court order within orders. It was also noted that they removed the pump but there was something in the spine they said they left because they didn¿t want to be more invasive. It was stated that baclofen was in the pump with an unknown concentration and a dose per day of minimum rate, then was totally turned off and they kept saying they had never seen anything like this before because it had to come out. It was indicated that the patient hadn¿t been at school at all that year and that they were hoping the next year would be much better. It was indicated that the issues started not long after implant (B)(6) 2016 and that the pump wasn¿t in very long. It was also noted that the patient really needed the baclofen pump to help with their tone and seizures because the patient had preexisting hip dysplasia and the patient needed hip surgery to be in the body cast but that had been put off because the patient couldn¿t handle it now. It was stated that the baclofen helped with the patient¿s tone and was to assist with the seizures so the patient could be in a body cast but the patient was able to manage and was ¿sad all the way around¿ and the patient was able to go through with the hip surgery and the body cast. It was noted that the patient was sensitive. No further complications were reported.

Event description:
Additional information was received from a healthcare provider on 2017-may-05. It was reported that the pump was explanted on (B)(6) 2016. The pump was not returned for analysis as it was not malfunctioning. It was noted that the patient was not taking medication. It was noted that "something became floppy" was in reference to the patient's airway, worsening respiratory status, and constipation. The issues were reportedly resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient first started to experience the sensitivity to baclofen and symptoms (B)(6) 2016, constipation. The diagnostics performed was the dose adjusted and abdominal film x-ray. The dose was turned down to 1.58mcg/day but still constipated. Additional information received on 2016-08-16 reported an alarm was heard and telemetry had not yet been performed. Per the company representative the healthcare provider had stopped the pump last week because they felt the pump was not benefiting the patient. The pump was alarming. It was reviewed that after 48 hours of being in stopped pump mode the pump would alarm. The reporter was unsure of the symptoms. The minimum rate mode was too little to help the patient but any higher doses were causing the patient symptoms. The reporter planned to follow up with the healthcare provider. Additional information from the healthcare provider reported that the patient's symptom on (B)(6) 2016 was the patient was too sedated and too loose after implant. The baclofen dose was 500 mcg/ml @ 50 mcg/day. On (B)(6) 2016, the patient had bad constipation and trouble with ileus, delicate gi system, gastro paresis, abdominal distention, elevated temp was noted, respiratory compromised with congestion. The baclofen dose was 500 mcg/ml @ 50 mcg/day and the pump was then programmed to lowest rate possible. On (B)(6) 2016-07-06 a 500 mcgml to 250 mcg/ml drug change occurred. The concentrations were decreased to 250mcg/ml to attempt to wean down but the patient continued to have slow gi. The drug was gablofen 250 mcg/ml at min rate. On (B)(6) 2016, a side port procedure was done to remove the 500 mcg/ml drug from the catheter. The patient was kept on min rate. The patient started get better after they started getting the new concentration. On (B)(6) 2016, the pump was programmed to stopped mode. The patient's caregivers stated that they noticed beeping by friday (B)(6) every hour then increasing to every 15 minutes. The critical alarm was set to 10min. On (B)(6) 2016, the patient came in today because of the beeping pump. The healthcare provider timed the beeping today and it was actually every 10 minutes not 15 minutes like the patient thought. The healthcare provider stated that the patient's tone was fine and the patient was clinically fine. The alarm interval was increased to every 2 hours today. The family was planning for explantation at some point. The healthcare provider requested the pump off authorization form, however was not sure if they were going to turn the pump off at this point or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.